Event description:
A 50ml bag of potassium was hung at 0848 and within 10 minutes the bag was empty. The infusion should have lasted an hour. No pt harm or medical intervention reported. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Device not rec'd, log review only. The customer has requested an event log review. The event log have been rec'd, still waiting for the data set. A follow-up report will be submitted with failure investigation results once the evaluation has been completed.